Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue. In order to control the patient's condition and not to delay, the procedure was completed by performing the drainage treatment outside the lumbar cistern with a new device of the same model. Information of the reported event was clarified to state that after the puncture needle was used to puncture the lumbar spine segment 3 to 4, the operation was successful, and originally, the patient's cerebrospinal fluid flowed from the lumbar vertebral segment 3 to 4 (l3-l4) through the lumbar spine segment catheter to the effusion bag normally and continuously. However, after the successful puncture operation, the cerebrospinal fluid leaked from the catheter on the way to the effusion bag.

Manufacturer narrative:
Minor signs of damage were observed on the ventricular catheter. The tears were not readily visible on the visual inspection system but were identified as air bubbles appeared during leakage testing. The catheter did not pass requirements of leakage due to the presence of the tear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital due to dizziness for half a month and was clinically diagnosed as non-functional pituitary macroadenoma. It was decided to undergo surgery to remove the tumor. The external drainage of the lumbar cistern was used to perform the operation, and after the surgery, it was found that the external drainage device could not drain properly due to the catheter being damaged and leaking cerebrospinal fluid. The clinical teacher contacted the relevant personnel of the distributor company and the manufacturer. The patient's status at the time of the report was alive-no injury.